Event description:
Device #2 of 2: reference MFR. Report:1627487-2015-26637.follow up infromation identifed the patient underwent surgical intervention to remove and replace the ipg on (B)(6) 2016.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory and a field correction, 1627487-12192011-003-r and 627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report:1627487-2015-26637.